Manufacturer narrative:
Device was returned for evaluation. The returned device na-u403sx-4019 single use aspiration needle was evaluated due to reported issue of ¿the sheath was coming apart so much that the needle would not come out of the sheath." Evaluation noted that the device was returned coiled in a poly bag with no original packaging or syringe included with the shipment. It was also noted that the stylet arrived inserted with the needle in the retracted position and the handle locked. Evaluation noted that the customers reported complaint was confirmed. During inspection of the returned device the t-flange on the proximal end of the sheath was found deformed. The needle was severely bent and kinked at the upper hypotube approximately 5 inches from the distal tip. In addition the pebax heat shrink was loose near the distal tip and torn approximately 1" from the distal tip. No other anomalies were noted. Additionally, evaluation noted that the damage observed is consistent with the application of excessive force during withdrawal. The severe deformation of the needle suggest the device was withdrawn under an angulated scope condition which introduces friction which may increase the force required to withdrawal the device from the bronchoscope. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 239 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. In summary, the reported complaint of the ¿sheath was coming apart so much that the needle would not come out of the sheath¿ was confirmed. Likely cause of the issue was attributed to excessive force during withdrawal. Per the device urpps, dn00116627 rev ad, the sheath is designed to withstand 10n withdrawal force. The severe deformation of the needle suggest the device was withdrawn under an angulated scope condition which introduces friction which may increase the force required to withdrawal the device from the bronchoscope.

Manufacturer narrative:
The device in question has been received for analysis; however, no results are available at the time of this report. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing. If additional information becomes available, a supplemental report will be filed. The instructions for use states, "always have a spare instrument available in case the primary instrument malfunctions. To prevent breakage, the needle instruction manual also warns: do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break." In addition, as a preventive measure, the instructions for use also has directions for pre-procedure visual inspection and functional verification of the needle device.

Event description:
It was reported by the user facility that during the case the sheath was coming apart and the needle would not come out of the sheath; it looked like it detached under the locking mechanism. The company representative stated the outer sheath was all crinkled up at the handle and was no longer locked inside the handle as it should be. The event did not happen during use, there were no patient issues reported, and the case was successfully completed with the required samples.